Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
End user reports cut at base level of stoma; unsure with if at stoma or skin along with redness surrounding stoma. Unsure of stoma size; reports wife estimates at 32 mm. Cleanses skin with vinegar and dove soap. Unable to obtain lot number; packaging discarded. Product use and skin care instructions provided.